Manufacturer narrative:
It was reported that "balloon popped in patient caused bleeding". No additional information was provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Balloon popped during use.